Manufacturer narrative:
This supplemental report is being submitted, to provide a correction to d2 from the initial medwatch.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Although the device was discarded and unavailable for evaluation, photos of the subject device were provided, and the following was noted: the slit part of the rubber valve was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the rubber valve was damaged due to incorrect operation when inserting and withdrawing the instrument or syringe. Furthermore, an overload was applied to the base of the slit due to the instrument or the syringe being inserted at an angle to the device, causing damage. This likely caused the fragments fell into the patient's body. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿section 9.5: insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a small piece came off from the single use biopsy valve (sterile) during a bronchoalveolar lavage (bal) rinse. The procedure performed was a bronchoscopy. The doctor tried to remove the piece from the lungs but was unable to do so; thus, it was not removed. Olympus received further information that the fault caused a 15-minute delay in the diagnostic procedure. It happened in the beginning of a bal rinse, and it was noted that the cap had been put around 4 syringes of bal-wash. The rinse was not completed after the disappearance of the piece, and the procedure was stopped when the doctor could not find the piece. Two doctors reportedly tried to the find the piece. The patient was awake during the procedure. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been discarded and will not be returned to olympus. The subject device was manufactured in january or february 2023 based on the provided 3-digit lot information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.